Event description:
The event involved a transurethral prostatectomy performed on 2/1/95. During the procedure the pt developed bleeding. The resectoscope was removed and it was noted that the tip of the scope remained in the pts bladder. The procedure was terminated and the pt continued to be monitored. Two units of packaged cells were administered. On 2/8/95 the tip was retrieved via cystoscopy and the pt remained in stable condition.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.